Manufacturer narrative:
Instrument has not yet been sent for examination by the user. As soon as the instrument is in house, the examination will be started. So far, there has been no comparable case of this type.

Event description:
The user facility has informed richard wolf gmbh of an issue regarding a hook scissors ø 3.4mm, part ID: 8488041, lot # unknown. According to the received information from the customer, le dr ruh, "report intraoperative breakage of a pair of arthroscopic scissors with loss of part of the instrument in the joint." The reporter claimed that the presence of the metallic element in the joint is a contraindication for an mr/examination. Therefore, the possibility of recovering the exogenous element is impossible. The patient outcome is negative and the long term consequences is unknown. This case was reported by the customer to the french national agency for the safety of medicines and health products (ansm).